Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further evaluation of this lead was recommended due to the risk of non conversion. The field representative stated the physician would reprogram. Further information was received that a device changeout procedure was performed due therapy upgrade and this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further evaluation of this lead was recommended due to the risk of non conversion. The field representative stated the physician would reprogram. No adverse patient effects were reported. At this time, this device system remains in service.